Event description:
It was reported that multiple problems were encountered with the packaging, cuff material and inflation system with four (4) size 8 dct, disposable cannula low pressure cuffed tracheostomy tubes. The info received indicates that difficulties with removing the device from the packaging occurred due to the device cuffs adhering to the packaging. Upon removal, additional cuff problems were encountered with inflating the cuff which reportedly was "strongly adhered to the tube". It was also reported that on a number of occasions fluids were present in the inflation line/cuff resulting in additional difficulties with inflating the devices. Additional info regarding the incident including device usage, storage condition, care and maintenance practices has been requested by the MFR. There was one (1) pt involved with no reported pt injury. Three of the involved 8dct devices have been discarded, one 8dct is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report the device has not been received.